Manufacturer narrative:
It was also reported that the patient required extended hospitalization as the stay was extended by one day. Therefore, h6. Health effect - impact code was populated on this report. The adverse event was discovered post use of biosense webster product. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome was reported as no residual effects. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30497531m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar" electrophysiology catheter and the patient experienced st elevation requiring a cardiac catheterization. After completing the treatment of ventricular extra stimulus originated from around lcc, 12 lead ECG showed st elevation in v5 and v6. The patient had no particular chest pain. Coronary angiogram (cag) before ablation was normal, but cag after ablation showed signs like spasm of the left anterior descending artery (lad). After that and before discharge, st returned to normal in the catheter room, but preparation was in progress, and the status of the left coronary artery was confirmed by ivus. Since no abnormality was found in particular, no measures such as pci were taken, and the patient was followed up. The physician commented that ablation of lcc may have transmitted heat to the left coronary artery and caused temporary spasm, but the cause is unknown. There was no product defect or abnormality.